Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
H6 : component code: proposed annex g code: biological and chemical (g01) - viscosupplement.

Event description:
It was reported that the patient had allergic reaction post injection. No additional patient consequences were reported.